Manufacturer narrative:
Upon receiving feedback from customers regarding the issue of "liquid pooling together when using the syringe product," our company immediately organized quality control, production, and other relevant personnel to conduct investigations and analysis. The specific details are as follows: (1) sample testing: since the customer did not provide specific batch information this time, our company conducted a simulated liquid dispensing test using lot: 20210402, specification: 1cc straight tip with needle 25g¡á5/8. During the test, the syringes were able to complete the liquid suction process normally, and the products were correct without any abnormal phenomena. (2) according to the customer feedback, the liquid tends to stick together during the use of the syringe product, even though the syringe itself does not carry any liquid. Our initial analysis suggests that this situation may be related to the specific clinical liquid used by the customer, rather than being a problem with the syringe product itself. Due to the lack of clear information provided by the customer at the moment, we are unable to provide a specific analysis of this feedback. We suggest that the customer could assist by collecting relevant information on defective samples to help us further analyze and confirm the situation.

Event description:
Henry complained that when using the product, the liquid would stick together, but the customer did not provide the batch number or specific problem description.